Manufacturer narrative:
G4: 19mar2020. B4: 20mar2020. The service engineer (se) inspected the device. The se confirmed the reported issue and replaced the front bezel to address the reported issue. The unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15may2020. B4: 20may2020. A front bezel was return for analysis. The product analysis technician reported that the root cause was due to liquid ingress. The cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
It was reported that the ventilators navigation ring was not moving. There was no patient involvement.

Manufacturer narrative:
G4: 01apr2021. B4: 01apr2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.